Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 3 colony forming units (cfus) of bacillus cereus, 5 cfus of brevibacterium species and 9 cfus of metylorubrum spp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: 12-nov-2025 sampling from: all channels cfu: <1 cfu/endoscope bacterial identification: n/a the device was returned to olympus for inspection. According to the investigation, the device was culture tested positive by the customer, and the device was tested negative by olympus; therefore, the device was evaluated where no abnormalities were found that could have led to the reported event based on the provided data, no correlation has been observed between actual product device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Without the cleaning disinfection and sterilization (cds) information from the customer, olympus is not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the instructions for use (IFU) with product status. After reprocessing by olympus, the hygiene microbiological investigation (hmi) results could not confirm customer findings and were within the acceptance criteria. Olympus will continue to monitor field performance for this device.

Event description:
Additional information provided by the customer: "after the scope returned from repair, it was cultured and put into use, and the endoscope was then used on several patients. When the positive culture result was known, the endoscope was immediately taken out of circulation and no longer used on patients. We conducted a risk assessment with our medical microbiologist and decided not to take any action with regard to patients due to the low microbiological risk associated with this type of examination involving the microorganisms found."